Manufacturer narrative:
Evaluation description: the reported output anomaly was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted. The cause of the anomalous transistor could not be determined.

Event description:
It was reported that low, out of range high voltage lead impedance, resulting in abandoned therapy were observed. During lead replacement procedure, the device would not deliver hv therapy, and it appears that the device still had an active over current detection alert preventing the physician from inducing the patient. The device was explanted and replaced during the procedure. The patient was in good condition following the procedure.